Event description:
The patient reported a power on reset (por). The patient was getting the por message on their patient programmer screen. They have not used their therapy for 9-10 months due to an open heart surgery. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.